Event description:
Patient reported capsular contracture baker grade unknown revealed via ultrasound. Physician later reported rupture. Device remains implanted. This record created for right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade unknown and later rupture. Clarification to d6a implant date: 2012 (year only received.)